Event description:
The dealer states the right side when seated in the wheelchair elevating legrest won't raise or lower. Dealer states wear and tear,unit in a residential home, no property damage or injury alleged.